Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that she wanted reprogramming because she only felt stimulation form her hips to her knees and wanted it in her back and below her knees. The patient was scheduled for a reprogramming and flouro picture to confirm the lead location for (B)(6) 2018. The issue was not resolved at the time of the report. Additional information was reported that the patient had been reprogrammed in high density (hd) and low density (ld) to help resolve the patient's stimulation output issues. Impedances were within normal limits and no issues with recharging. The rep programmed group a at: hd: supine perception @ 7.9, programmed @ 7.0, 180, 1000, 14+, 9-, 15-, and group b at: ld: 5.0, 300, 160, (upright) 3+4+11-12-14+:. The coverage is up to low back and down to toes. If she likes we will set ins on the group. She will use each for 5 days, then interchange for a week and call the rep back. It was unclear when the patient first started to experience their stimulation output issue, but when the patient came in their device had to be increased many fold before any perception. The cause of the patient not feeling stimulation was due to the stimulation being turned below perception. It is unclear if the issues were resolved and time will tell. This was confirmed with the physician who took a fluro pic. No further information was reported. Additional information was reported that the patient had called the rep to say her ins quit working and she was hurting again. When the rep tried to assist in reading the icons she wasn't even aware that she needed to use the antenna between her programmer and battery to establish communication. The patient seems to think that her ins is turning off by itself. The patient did not know how to turn on the programmer and when she was on group a the stimulation icon had no lightning bolt in it, so we initiated it by turning it on. Group a is hd, so they switched to group b which is ld and when she felt it she was also unaware that she could use the "-" button to decrease. The rep will see her again for a some protracted teaching on programmer and recharger use, even though the rep had spent an hour with her at the last appointment and the patient has been seen multiple times. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of the ins not working/turning off by itself was operator error. The rep reviewed controller functions, navigation, and purpose, and also applied identifying decals to the controller to aid the patient in understanding the buttons. The rep noted that the patient required additional review of device function and purpose. No further complications were reported.